Event description:
Patient reportedly prevented with pain and difficulty walking with limitations on activities from pain in toe. Reported from surgeon, radiographic of MRI data showed toe implant device fractured.